Event description:
User allegedly was getting very low readings. Customer service replaced user's strips two weeks ago and yet user was still receiving very inaccurate readings. User lives in tx so the transportation of the product may be causing the strips to malfunction (heat).